Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative reported that stimulation for the left lower extremity was not working. The implant was interrogated and electrodes 13, 14 and 15 showed <(><<)>10000. It was attempted unsuccessfully to program around the electrodes to capture the patient¿s pain pattern. There were no reported falls and the issue was not resolved at the time of the report. The indications for use were complex regional pain syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.